Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse completed all diagnostic testing with no issues. The fse did not see any logs that would point to a shut down. The fse then completed the performance and safety tests. The unit was approved for clinical use and returned to the user.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shuts off automatically. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shuts off automatically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.